Event description:
It was reported that the connector for the touch pen stylus on the programmer was not working. Two pens were tried but the situation did not resolve. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was able to confirm the customer comment that the stylus was not aligning with the overlay screen but was unable to confirm that it was related to a connector. Analysis also found that the left keyboard hinge was broken and that the keyboard was loose. (B)(4).